Manufacturer narrative:
Lead model 3889-28 lot #v693796 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial # (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient on program 4 at 4.1 volts which was increased to 4.8 volts but was unable to feel the stimulation. The patient next was changed to program 1 at 2.0 volts and increased to 3.5 volts with no stimulation sensation. When programs 1 and 2 were tried and the voltage increased, the patient experienced a jolt "once" but was unable to further clarify. It was noted that the patient had dementia and was moving around a lot during the changing of the programs. The patient was set to program 2 at 3.5 volts and left there. Additional information was requested but was not available at the time of this report.